Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), functional gastrointestinal disorder ("colon disorder"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical/ 3 pap smears of cancerous cells (regarding cervical cancer)"), gastrointestinal disorder ("gastrointestinal or digestive system condition: bowel issue") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") in a 25-year-old female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included peptic ulcer disease, degenerative joint disease, back disorder, axillary mass in 2005, hernia in 2010, breast mass in 2009 and thyroid operation. Concurrent conditions included body mass index normal, hypertension, asthma and dysfunctional uterine bleeding. Concomitant products included formoterol fumarate;mometasone furoate (dulera) since 2009, salbutamol (albuterol), tiotropium bromide (spiriva), zafirlukast (accolate) from 2010 to 2015 and zileuton (zyflo) from 2009 to 2012 for asthma, citalopram since 2012 for depression, gabapentin (neurontin) since 2011 for fibromyalgia, norethisterone (ortho micronor) since 2017 for pain, sucralfate (carafate) from 2010 to 2012 for ulcer nos as well as amitriptyline since (B)(6) 2009, budesonide (pulmicort), calcium carbonate, cetirizine hydrochloride since 2014, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2014, ferrous sulfate (feosol) from 2012 to 2014, hydrocodone bitartrate;paracetamol (vicodin) since 2014, levothyroxine sodium (synthroid), mometasone furoate (nasonex) since 2003, montelukast sodium (singulair) from 2006 to 2008, omalizumab (xolair) since 2014, proton pump inhibitors since 2014, salbutamol sulfate (proair hfa) since 2003, tizanidine hydrochloride (zanaflex) since 2014 and trazodone from 2012 to 2013. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge") and urinary tract infection ("infection (bladder/urinary tract/ vaginal) type :uti"). In (B)(6) 2008, the patient was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), headache ("hormonal changes-describe: headaches / head"), migraine ("migraines / migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("hormonal changes- describe: sweating profusely"), abdominal pain lower ("pain in lower abdomen") and allergy to metals ("allergic to nickel"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychaitric problems-condition:anxiety"), depression ("psychological or psychaitric problems-condition: depression") and fibromyalgia (seriousness criterion medically significant). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and small fibre neuropathy ("neurological conditions or problems type: small fibre neuropathy"). In (B)(6) 2010, the patient experienced irritable bowel syndrome ("gastrointestinal or digestive system condition-type: ibs/ bowel issue"). In (B)(6) 2013, the patient experienced anaemia ("blood or heart disorder/condition- type- anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), functional gastrointestinal disorder (seriousness criteria medically significant and intervention required), pain ("body pain"), abdominal pain upper ("stomach pain"), mood swings ("hormonal changes- severe mood swings"), constipation ("chronic constipation"), gastrooesophageal reflux disease ("gerd"), vomiting ("vomiting"), haemorrhoids ("hemorrhoids"), biliary dyskinesia ("biliary dyskinesia"), abdominal distension ("bloating") and cyst ("complications from essure removal procedure:developed cysts") and was found to have cervix carcinoma (seriousness criterion medically significant) and blood immunoglobulin e increased ("elevated ige level"). The patient was treated with antidepressants and surgery (ablation, epidural blood patch, hysterectomy (full), hysterectomy (partial), salpingectomy (1 fallopian tube remove), oophorectomy, surgery (other) type of surgery: reconstructive bowel surgery, colon surgery and underwent thermal ablation with thermal choice). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, functional gastrointestinal disorder, genital haemorrhage, menorrhagia, vaginal haemorrhage, cervix carcinoma, gastrointestinal disorder, hypersensitivity, anxiety, depression, fibromyalgia, nausea, small fibre neuropathy, vaginal discharge, fatigue, weight increased, alopecia, hyperhidrosis, mood swings, allergy to metals, urinary tract infection, blood immunoglobulin e increased, anaemia, constipation, gastrooesophageal reflux disease, vomiting, haemorrhoids, irritable bowel syndrome, biliary dyskinesia, abdominal distension and cyst outcome was unknown and the pain, abdominal pain upper, headache, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, biliary dyskinesia, blood immunoglobulin e increased, cervix carcinoma, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, functional gastrointestinal disorder, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, hyperhidrosis, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, small fibre neuropathy, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: discrepancy noted: date(s) of removal: (B)(6) 2013, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2008: results: total bilateral occlusion. Lot number: 626978 manufacture date: 2008-04 expiration date: 2010-04 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), functional gastrointestinal disorder ("colon disorder"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical/ 3 pap smears of cancerous cells (regarding cervical cancer)"), gastrointestinal disorder ("gastrointestinal or digestive system condition: bowel issue") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") in a 25-year-old female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included peptic ulcer disease, degenerative joint disease, back disorder, axillary mass in 2005, hernia in 2010, breast mass in 2009 and thyroid operation. Concurrent conditions included body mass index normal, hypertension, asthma and dysfunctional uterine bleeding. Concomitant products included dulera since 2009, salbutamol (albuterol), tiotropium bromide (spiriva), zafirlukast (accolate) and zileuton (zyflo) from 2009 to 2012 for asthma, citalopram since 2012 for depression, gabapentin (neurontin) since 2011 for fibromyalgia, sucralfate (carafate) for ulcer nos as well as amitriptyline since (B)(6) 2009, budesonide (pulmicort), calcium carbonate, cetirizine hydrochloride (zyrtec) since 2014, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2014, ferrous sulfate (feosol), levothyroxine sodium (synthroid), mometasone furoate (nasonex) since 2003, montelukast (singulair) from 2006 to 2008, omalizumab (xolair) since 2014, pantoprazole (protonix) since 2014, salbutamol sulfate (proair hfa) since 2003, tizanidine hydrochloride (zanaflex) since 2014, trazodone from 2012 to 2013 and vicodin since 2014. On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches / head"), migraine ("migraines / migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("sweating profusely") and allergy to metals ("allergic to nickel"). In 2009, the patient experienced fatigue ("fatigue"). In june 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"), depression ("depression") and fibromyalgia (seriousness criterion medically significant). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and small fibre neuropathy ("neurological conditions or problems type: small fibre neuropathy"). In 2013, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), functional gastrointestinal disorder (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pain ("body pain"), abdominal pain upper ("stomach pain"), abdominal pain lower ("pain in lower abdomen"), mood swings ("hormonal changes- severe mood swings"), blood immunoglobulin e increased ("elevated ige level"), constipation ("chronic constipation"), gastrooesophageal reflux disease ("gerd"), vomiting ("vomiting"), haemorrhoids ("hemorrhoids"), irritable bowel syndrome ("ibs/ bowel issue"), biliary dyskinesia ("biliary dyskinesia"), abdominal distension ("bloating") and cyst ("complications from essure removal procedure:developed cysts"). The patient was treated with antidepressants, surgery (hysterectomy (full), hysterectomy (partial), salpingectomy (1 fallopian tube remove), oophorectomy), surgery (colon surgery), surgery (ablation), surgery (underwent thermal ablation with thermal choice), surgery (ablation), surgery (surgery (other) type of surgery: reconstructive bowel surgery) and surgery (epidural blood patch). Essure was removed in october 2017. At the time of the report, the pelvic pain, functional gastrointestinal disorder, genital haemorrhage, menorrhagia, vaginal haemorrhage, cervix carcinoma, gastrointestinal disorder, hypersensitivity, anxiety, depression, fibromyalgia, nausea, small fibre neuropathy, vaginal discharge, fatigue, weight increased, alopecia, hyperhidrosis, mood swings, allergy to metals, urinary tract infection, blood immunoglobulin e increased, anaemia, constipation, gastrooesophageal reflux disease, vomiting, haemorrhoids, irritable bowel syndrome, biliary dyskinesia, abdominal distension and cyst outcome was unknown and the pain, abdominal pain upper, headache, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, biliary dyskinesia, blood immunoglobulin e increased, cervix carcinoma, constipation, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, functional gastrointestinal disorder, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, hyperhidrosis, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, small fibre neuropathy, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: added new event complication of device removal: developed cysts and updated event onset dates. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), functional gastrointestinal disorder ("colon disorder"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical/ 3 pap smears of cancerous cells (regarding cervical cancer)"), gastrointestinal disorder ("gastrointestinal or digestive system condition: bowel issue") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia") in a 25-year-old female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included peptic ulcer disease, degenerative joint disease, back disorder, axillary mass in 2005, hernia in 2010, breast operation in 2009 and thyroid operation. Concurrent conditions included body mass index normal, hypertension, asthma and dysfunctional uterine bleeding. Concomitant products included dulera since 2009, salbutamol (albuterol), tiotropium bromide (spiriva), zafirlukast (accolate) and zileuton (zyflo) from 2009 to 2012 for asthma, citalopram since 2012 for depression, gabapentin (neurontin) since 2011 for fibromyalgia, sucralfate (carafate) for ulcer nos as well as amitriptyline since (B)(6) 2009, budesonide (pulmicort), calcium carbonate, cetirizine hydrochloride (zyrtec) since 2014, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2014, ferrous sulfate (feosol), levothyroxine sodium (synthroid), mometasone furoate (nasonex) since 2003, montelukast (singulair) from 2006 to 2008, omalizumab (xolair) since 2014, pantoprazole (protonix) since 2014, salbutamol sulfate (proair hfa) since 2003, tizanidine hydrochloride (zanaflex) since 2014, trazodone from 2012 to 2013 and vicodin since 2014. On an unknown date, the patient started antidepressants at an unspecified dose and frequency. On (B)(6) 2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced urinary tract infection ("uti"). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches / head"), migraine ("migraines / migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("sweating profusely") and allergy to metals ("allergic to nickel"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In (B)(6) 2009, the patient experienced anxiety ("anxiety"), depression ("depression") and fibromyalgia (seriousness criterion medically significant). In 2010, the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and small fibre neuropathy ("neurological conditions or problems type: small fibre neuropathy"). In 2013, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), functional gastrointestinal disorder (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pain ("body pain"), abdominal pain upper ("stomach pain"), abdominal pain lower ("pain in lower abdomen"), mood swings ("hormonal changes- severe mood swings"), blood immunoglobulin e increased ("elevated ige level"), constipation ("chronic constipation"), gastrooesophageal reflux disease ("gerd"), vomiting ("vomiting"), haemorrhoids ("hemorrhoids"), irritable bowel syndrome ("ibs/ bowel issue"), biliary dyskinesia ("biliary dyskinesia") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial), salpingectomy (1 fallopian tube remove), oophorectomy), surgery (colon surgery), surgery (ablation), surgery (ablation), surgery (ablation), surgery (surgery (other) type of surgery: reconstructive bowel surgery) and surgery (epidural blood patch). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, functional gastrointestinal disorder, genital haemorrhage, menorrhagia, vaginal haemorrhage, cervix carcinoma, gastrointestinal disorder, hypersensitivity, anxiety, depression, fibromyalgia, nausea, small fibre neuropathy, vaginal discharge, fatigue, weight increased, alopecia, hyperhidrosis, mood swings, allergy to metals, urinary tract infection, blood immunoglobulin e increased, anaemia, constipation, gastrooesophageal reflux disease, vomiting, haemorrhoids, irritable bowel syndrome, biliary dyskinesia and abdominal distension outcome was unknown and the pain, abdominal pain upper, headache, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, biliary dyskinesia, blood immunoglobulin e increased, cervix carcinoma, constipation, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, functional gastrointestinal disorder, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, hyperhidrosis, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, small fibre neuropathy, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: two date(s) of removal: (B)(6) 2013, (B)(6) 2017. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-aug-2018: quality-safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), functional gastrointestinal disorder ("colon disorder"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical/ 3 pap smears of cancerous cells (regarding cervical cancer)") and gastrointestinal disorder ("gastrointestinal or digestive system condition: bowel issue") in a 25-year-old female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included peptic ulcer disease, degenerative joint disease, back disorder, axillary mass in (B)(6), hernia in (B)(6), breast operation in (B)(6) and thyroid operation. Concurrent conditions included body mass index normal, hypertension, asthma and dysfunctional uterine bleeding. Concomitant products included dulera since (B)(6), salbutamol (albuterol), tiotropium bromide (spiriva), zafirlukast (accolate) and zileuton (zyflo) from (B)(6)to (B)(6) for asthma, citalopram since 2012 for depression, gabapentin (neurontin) since 2011 for fibromyalgia, sucralfate (carafate) for ulcer nos as well as amitriptyline since (B)(6)2009, budesonide (pulmicort), calcium carbonate, cetirizine hydrochloride (zyrtec) since (B)(6), cyclobenzaprine hydrochloride (flexeril) from (B)(6) to (B)(6), ferrous sulfate (feosol), levothyroxine sodium (synthroid), mometasone furoate (nasonex) since (B)(6), montelukast (singulair) from (B)(6) to (B)(6), omalizumab (xolair) since (B)(6), pantoprazole (protonix) since (B)(6), salbutamol sulfate (proair hfa) since (B)(6), tizanidine hydrochloride (zanaflex) since (B)(6), trazodone from (B)(6) to (B)(6) and vicodin since (B)(6). On an unknown date, the patient started antidepressants at an unspecified dose and frequency. On (B)(6)2008, the patient had essure inserted. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6)2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6)2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required) and vaginal haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6)2008, the patient experienced urinary tract infection ("uti"). In (B)(6)2008, the patient experienced weight increased ("weight gain"). In (B)(6)2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches / head"), migraine ("migraines / migraines"), nausea ("nausea"), dyspareunia ("dyspareunia (painful sexual intercourse)"), hyperhidrosis ("sweating profusely") and allergy to metals ("allergic to nickel"). In (B)(6), the patient experienced fatigue ("fatigue"). In (B)(6)2009, the patient experienced alopecia ("hair loss"). In (B)(6)2009, the patient experienced anxiety ("anxiety"), depression ("depression") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In (B)(6), the patient experienced gastrointestinal disorder (seriousness criterion medically significant) and small fibre neuropathy ("neurological conditions or problems type: small fibre neuropathy"). In 2013, the patient experienced anaemia ("anemia"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), functional gastrointestinal disorder (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), pain ("body pain"), abdominal pain upper ("stomach pain"), abdominal pain lower ("pain in lower abdomen"), hormone level abnormal ("hormonal changes"), mood swings ("severe mood swings"), blood immunoglobulin e increased ("elevated ige level"), epidural blood patch ("epidural blood patch"), constipation ("chronic constipation"), gastrooesophageal reflux disease ("gerd"), vomiting ("vomiting"), haemorrhoids ("hemorrhoids"), irritable bowel syndrome ("ibs"), biliary dyskinesia ("biliary dyskinesia") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial), salpingectomy (1 fallopian tube remove), oophorectomy), surgery (colon surgery), surgery (ablation) and surgery (surgery (other) type of surgery: reconstructive bowel surgery). Essure was removed in october 2017. At the time of the report, the pelvic pain, functional gastrointestinal disorder, genital haemorrhage, menorrhagia, vaginal haemorrhage, cervix carcinoma, gastrointestinal disorder, hypersensitivity, anxiety, depression, fibromyalgia, nausea, small fibre neuropathy, vaginal discharge, fatigue, weight increased, alopecia, hyperhidrosis, hormone level abnormal, mood swings, allergy to metals, urinary tract infection, blood immunoglobulin e increased, anaemia, epidural blood patch, constipation, gastrooesophageal reflux disease, vomiting, haemorrhoids, irritable bowel syndrome, biliary dyskinesia and abdominal distension outcome was unknown and the pain, abdominal pain upper, headache, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal distension, abdominal pain lower, abdominal pain upper, allergy to metals, alopecia, anaemia, anxiety, biliary dyskinesia, blood immunoglobulin e increased, cervix carcinoma, constipation, depression, dysmenorrhoea, dyspareunia, epidural blood patch, fatigue, fibromyalgia, functional gastrointestinal disorder, gastrointestinal disorder, gastrooesophageal reflux disease, genital haemorrhage, haemorrhoids, headache, hormone level abnormal, hyperhidrosis, hypersensitivity, irritable bowel syndrome, menorrhagia, migraine, mood swings, nausea, pain, pelvic pain, small fibre neuropathy, urinary tract infection, vaginal discharge, vaginal haemorrhage, vomiting and weight increased to be related to essure. The reporter commented: two date(s) of removal: (B)(6)2013, (B)(6)2017 diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22.9 kg/sqm. Hysterosalpingogram - on (B)(6)2008: total bilateral occlusion most recent follow-up information incorporated above includes: on (B)(6)2018: new reporters added. Conco conditions and drugs added. New events added: severe mood swings; allergic to nickel; uti; depression; autoimmune disorder type of disorder: elevated ige level; anemia; epidural blood patch, chronic constipation, gerd, vomiting, hemorrhoids, ibs, colon disorder, biliary dyskinesia, bloating. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), cervix carcinoma ("tumor / teratoma / cancer type: cervical/ 3 pap smears of cancerous cells (regarding cervical cancer)") and gastrointestinal disorder ("gastrointestinal or digestive system condition: bowel issue") in a (B)(6) female patient who had essure (batch no. 626978) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included peptic ulcer disease and degenerative joint disease. Concurrent conditions included body mass index normal. Concomitant products included amitriptyline since (B)(6) 2009, cetirizine hydrochloride (zyrtec) since 2014, citalopram since 2012, cyclobenzaprine hydrochloride (flexeril) from 2011 to 2014, dulera since 2009, gabapentin (neurontin) since 2011, mometasone furoate (nasonex) since 2003, montelukast (singulair) from 2006 to 2008, omalizumab (xolair) since 2014, pantoprazole (protonix) since 2014, salbutamol sulfate (proair hfa) since 2003, tizanidine hydrochloride (zanaflex) since 2014, trazodone from 2012 to 2013, vicodin since 2014, zafirlukast (accolate) and zileuton (zyflo) from 2009 to 2012. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient started antidepressants at an unspecified dose and frequency. On the same day, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2008, the patient experienced vaginal discharge ("vaginal discharge"). In (B)(6) 2008, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2008, the patient experienced weight increased ("weight gain"). In (B)(6) 2009, the patient experienced hypersensitivity ("allergic or hypersensitivity reaction"), headache ("headaches / head"), migraine ("migraines / migraines"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual intercourse)"). In 2009, the patient experienced fatigue ("fatigue"). In (B)(6) 2009, the patient experienced alopecia ("hair loss"). In august 2009, the patient experienced anxiety ("anxiety"), depression ("depression") and fibromyalgia ("autoimmune disorder type of disorder: fibromyalgia"). In 2010, the patient experienced small fibre neuropathy ("neurological conditions or problems type: small fibre neuropathy"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), cervix carcinoma (seriousness criterion medically significant), gastrointestinal disorder (seriousness criterion medically significant), pain ("body pain"), abdominal pain upper ("stomach pain"), hyperhidrosis ("sweating profusely"), abdominal pain lower ("pain in lower abdomen") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy (full), hysterectomy (partial), salpingectomy (1 fallopian tube remove), oophorectomy), surgery (ablation), surgery (ablation) and surgery (surgery (other) type of surgery: reconstructive bowel surgery). Essure was removed in october 2017. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, cervix carcinoma, gastrointestinal disorder, hypersensitivity, anxiety, depression, fibromyalgia, nausea, small fibre neuropathy, vaginal discharge, fatigue, weight increased, alopecia, hyperhidrosis and hormone level abnormal outcome was unknown and the pain, abdominal pain upper, headache, migraine, dysmenorrhoea, dyspareunia and abdominal pain lower was resolving. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, anxiety, cervix carcinoma, depression, dysmenorrhoea, dyspareunia, fatigue, fibromyalgia, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, hyperhidrosis, hypersensitivity, menorrhagia, migraine, nausea, pain, pelvic pain, small fibre neuropathy, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: two date(s) of removal: (B)(6) 2013, (B)(6) 2017 diagnostic results (normal ranges are provided in parenthesis if available):body mass index was 22.9 kg/sqm.hysterosalpingogram - on (B)(6) 2008: total bilateral occlusion.most recent follow-up information incorporated above includes:on 28-feb-2018: plaintiff fact sheet received. Previous event injury replaced with events from pfs- hormonal changes describe- pain in lower abdomen, sweating profusely, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type, psychological or psychiatric problems condition:, depression, anxiety, autoimmune disorder type of disorder: fibromyalgia, migraines / headaches, nausea, neurological conditions or problems type, small fiber neuropathy, dysmenorrhea (cramping), surgery (other) type of surgery: reconstructive bowel surgery, dyspareunia (painful sexual intercourse), tumor / teratoma / cancer type: cervical, pain, vaginal discharge, fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type, hair loss. Lot number, concomitant disease, historical condition were added.incident:at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.